Event description:
It was reported that the programmer handle was broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: service confirmed that the handle was broken and it was repaired. Then it was seen to display a system error and later powered up to that error and would not see the link electronic module (lem) board. Standoffs were found incorrectly installed so they were reinstalled in the correct place, and the lem board was reseated and calibrated. The hard drive was reconfigured and the software reloaded. It was further noted that universal serial bus was unable to be plugged in due to the ground clip being incorrectly installed and therefore the ground clip was reinstalled. (B)(4).